Manufacturer narrative:
(B)(4).

Event description:
Two act 5diff fix reagent bottle was found to be leaking when it arrived at the beckman coulter, inc. (Bci) warehouse. The worker was wearing gloves. There was no exposure to open lesions or mucus membranes. No one sought medical attention. There is no exposure control plan in place at the facility. There was no damage to from shipping. Photo submitted show a tiny whole in the corner of one bottle and a gap on the top of the other bottle at the lid where the reagent was leaking/bubbling out. The root cause is unknown. Per labeling: do not inhale and/or ingest. Avoid eye contact. If product is splashed in eyes, wash eyes gently under running water for 15 minutes or longer. Avoid skin contact. In case of skin contact, wash area with soap and water. Rinse well with water. The item is considered a skin and eye irritant.